Manufacturer narrative:
(B)(4). Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history record review did not reveal any quality issues during the production of lot number 2007059 that could have contributed to the reported defect. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of the syringe tips. Tip and thread verification tests are performed within the manufacturing environment according to procedure. All retained samples were evaluated and verified to be within specification. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the retention samples provided. Root cause description: since no issues were observed during manufacturing process, and no manufacturing defect is observed in retained samples of lot 2007059, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke off from the chemolock syringe adapter and spilled cytotoxic paclitaxel. The following information was provided by the initial reporter: "I wish to report a suspected fault with a bd plastipak 50ml syringe that occurred yesterday. The fault occurred when the syringe ¿came away¿ from a chemolock syringe adaptor and the central core of the neck of the syringe was left stuck in the adaptor. This adaptor was connected to a chemolock bag spike that was in situ in a bag of 500ml normal saline which was having paclitaxel pushed into it. This fault resulted in a cytotoxic chemotherapy spill of paclitaxel in a cleanroom isolator in our aseptic services unit."